Event description:
The customer observed a falsely elevated bilirubin result for 1 patient while using the clinical chemistry total bilirubin assay. The customer provided the following data (mg/dl): initial 17.2, retest 0.3, the results were not reported from the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Corrected data (06/15/2013): the suspect medical device was updated. In the initial manufacture report it was indicated that the clinical chemistry total bilirubin assay was the suspect device. This has been updated to reflect the suspect device to be the architect c16000 system analyzer. Evaluation: further investigation of the customer issue included a review of the complaint text, trouble shooting of the instrument by abbott field service, a search for similar complaints, and a review of labeling. Abbott field service replaced the probe tubing and a pm sensor. Corrective actions taken by field service to resolve the issue are consistent with troubleshooting recommendations in the operations manual. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of architect c16000 process module, list number 03l77 was identified.